Event description:
New tourniquet was placed on pt. When tourniquet was inflated, tourniquet machine continued to cycle to maintain pressure. A second tourniquet machine was used; same situation occurred. Another tourniquet was applied issue resolved.